Event description:
It was reported that the legs would not extend. No pt involvement or adverse consequnce.

Manufacturer narrative:
It is unk if the device is available for eval. If it is available, a f/u MDR will be submitted.